Event description:
A dialysis facility reported that a pt died from air embolism. Pt c/o "not feeling good" after treatment was initiated. Bubbles were found in the venous line. The saline bag emptied and the IV line was left unclamped which allowed air to enter the extracorporeal circuit. A venous pressure alarm occurred but there was no air detector alarm. A dummy chamber was found in the level detector and the venous line was not inserted in the optical detector. This event was a result of user error. A dummy chamber is a fluid-filled venous chamber used by some facilities when performing alarm tests and when setting up the machine. The machine could not have detected the pressure of air in the extracorporeal circuit due to the presence of a dummy chamber in the level detector after treatment was initiated.